Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient's shoulder was unstable due to deltoid muscle tear.